Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient could possibly have an infection which was reported to be possibly related to the implant procedure. It was reported that the patient felt sharp, shooting, and excruciating pain after turning stimulator back on after full body MRI. It was more pain than usual. Patient turned off stimulator and the pain subsided with time. The patient also felt weakness, low blood pressure, and elevated lactic levels. The patient also reported not feeling right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.